Manufacturer narrative:
One device received for investigation. Visual testing found there was damage to the handle, bottom case, bottom case detached from the top cover and the clips are broken. Additionally found a faulty plunger travel potentiometer, worn out clutch set and broken right side plunger case. All damaged parts replaced.

Event description:
It was reported that the device had a damaged handle and bottom case, with the bottom becoming detached from the top cover and the clips apparently broken. There was no patient involvement.